Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was at time of incident 17 mmol/l and other was 16 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did not allege under delivery. Customer was treated with general practitioner. Customer reported her infusion set broke at the cannula base leading to no insulin entering her body. The insulin pump will not be returned for analysis.